Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral and patella components which may have led to subsequent pain and wear. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00229 and 1038671-2021-00230.

Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 4 9mm (cat# 02-012-35-4009 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00229.

Event description:
As reported, approximately 7 years postop the initial ltka, this (B)(6) y/o male patient was having a poly swap procedure and the surgeon discovered femur was loose. Patella was also loose. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g7 and h2 have been updated accordingly. Section b5: additional information received indicates that the patient was complaining of pain. This was a decision made by the surgeon. Additional information, including the product investigation, will be submitted within 30 days of receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00229 and 1038671-2021-00230.